Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported via device tracking "for left side removal was noted as "rupture¿." Device explanted.

Event description:
Healthcare professional additionally reported capsular contracture, baker grade ii.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, underweight, broken shell, part of the shell is missing. A microscopic analysis was performed which identify, sharp edge and with non-penetrating nicks assessed, as surgical impact opening. A dimension measurement in the shell was performed which identify, the thickness within specification. Stress marks. Based on the device analysis, the final assessment is: a sharp edge opening with non-penetrating nicks assessed, as surgical impact. Non-penetrating nicks. Part of the shell is missing assessed, as inconclusive.

Event description:
Healthcare professional reported, via device tracking for left side. Removal was noted, as "rupture". Device explanted.